Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), organ/aorta perforation, thrombus, stenosis, unable to remove. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding organ/aorta perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
26jan2016, report from CT (computed tomography): "an ivc filter is in place, left common iliac vein stent, which appears patent no enlarged retroperitoneal or intra-abdominal lymph nodes. There is a 1 cm nonocclusive filling defect in the infrarenal aorta adjacent to an ivc filter strut (series 3, image 44) consistent with a nonocclusive thrombus, the common, external iliac arteries are patent." 01feb2016, report from CT: "stable to slight increased conspicuity of a 0.8 x 0,9 x 1.1 cm filling defect within the infrarenal abdominal aorta near the level of the inferior mesenteric artery ostium, previously measured 0.7 x 0.7 x 0.9 cm. This focus of clot arises eccentrically from the right lateral aspect of the aortic wall, in close proximity to an adjacent ivc filter strut" "an infrarenal ivc filter is present." 05feb2016, retrieval report (attempted): "patient has cook celect ivc filter leg penetrating into the aorta and associated thrombus within the aorta. Patient presents for ivc filter retrieval." "This demonstrated no acute thrombus within the ivc filter and minimal narrowing of the ivc at the level of the filter. Cook ivc filter retrieval set was placed through the right ij access site and a retrieval attempt was made,the filter was snared successfully however the legs could not be completely retracted into the sheath, the cook ivc filter sheath could not tolerate the stress necessary to remove the filter. The hook of the filter also began to straighten. The filter was then released and stayed in a retracted position. A repeat cavogram was performed which demonstrated high-grade narrowing at the level of the ivc filter. A 12 mm 4 cm [product name] balloon was used to angioplasty the stenotic portion of the ivc in relation to the retracted ivc filter, a completion cavogram demonstrated good result from angioplasty with continued mild to moderate narrowing at the level of the ivc filter." 28feb2016, report from CT: "no significant atherosclerotic disease. Filling defect in the infrarenal abdominal aorta is slightly decreased when compared to the prior study (series 2, 346). There is flow around the filling defect. Incidental left common iliac vein stent incidental ivc filter (patent). Narrowing of an otherwise patent left external iliac vein by an infiltrating soft tissue mass in the left pelvis. No definite new filling defects in the ivc or iliac veins." 22mar2016, report from CT: "unchanged ivc filter. Redemonstration of a filling defects within the infrarenal abdominal aorta consistent with known aortic thrombus." "Findings: limited imaging of the lung bases demonstrates suggestion of filling defects within the right lower lobar and segmental pulmonary arteries concerning for acute pulmonary embolism..." Undated test result: "1. An acute right lower lobe pulmonary embolism extending into the medial, anterior and lateral segmental and subsegmental pulmonary arteries". 03apr2016, report from CT: "unchanged appearance of embolization material, anastomotic suture lines, and a vascular stent within the pelvis, there is an ivc filter which projects over l2-l3." 13nov2016, report from CT: "limited imaging of the lung bases demonstrates an apparent filling defect in the right atrium which may reflect partially occlusive thrombus." "Ivc filter in situ." 13nov2016, report from xray: "redemonstrated right chest port with catheter tip in the upper svc, ivc filter, left common iliac vein stent, and embolization coils projecting over the pelvis." 26dec2016, report from xray 2: "the ivc filter remains in place. A left common iliac stent is again noted. Metallic coils are again identified in the pelvis, bilaterally." 24feb2020, radiology report: "cook gunther tulip filter with: 3 mm small bowel, 3 mm vertebral, and 3 mm aortic perforation. Tilting with the apex against the ivc wall. No stenosis, fracture, or migration."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Report from CT (computed tomography): "evidence for an infrarenal inferior vena cava filter with the cephalad tip at the level of the bilateral renal veins. There is mild tilt of the inferior vena cava filter with the long axis of the inferior vena cava filter projecting slightly posterior with the cephalad apex abutting the posterior wall of the ivc there is no convincing evidence for a fractured or significantly bent filter strut. There is suggestion of filter strut perforation along the anterior aspect although cannot be confidently evaluated due to lack of distinguishing interface between the traversing duodenum and anterior surface of the ivc similar appearance demonstrated along the left lateral aspect where the left lateral filter strut appears to abut the right lateral aspect of the abdominal aorta. Therefore, there is no definitive filter strut perforation demonstrated on this exam there is no evidence of inferior vena cava stenosis. There is no evidence for acute/hyperdense ivc thrombus. Chronic thrombus, however, cannot be evaluated due to lack of IV contrast."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a tulip inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.